Event description:
It was reported that in preparation for a pci procedure, while removing the product mandrel, the liberte coronary stent delivery catheter shaft broke. Resistance was noted during removal of the product mandrel, and while using more force the monorail section broke. This device was not used on the patient, and the procedure was completed with another of the same devices.